Event description:
Following surgery to treat stomach cancer, a female patient experienced a wound disruption requiring subsequent surgical intervention under general anesthesia.

Manufacturer narrative:
The insorb subcuticular stapler has been used successfully to close incisions at numerous facilities prior to this incident. This patient was being treated for stomach cancer and the wound disruption was likely precipitated by the patient's condition and associated poor quality of tissue for closing the incision. Dr robinson stated that this was not a stapler issue and that the tissue was very poor. The patient returned to surgery for a remedial procedure.